Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. The insulin pump was functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that the pump had received an failed battery test alarm. It was also stated that the alarm was recurring after cleaning the compartment of the battery cap. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.